Event description:
Diagnosis testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfuntion. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Device diagnostic testing performed approximately one month prior was within normal limits, indicating proper device function at that time. The patient reports no recent trauma or injury that may have damaged the ncp system. Lead break is suspected. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversly affect device performance. Review of x-rays did not reveal any obvious discontinuities in the ncp system. The patient has been referred to surgeon for consult and possible lead replacement surgery.